Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: -event[?]other (please specify the details on the event description column.) -shaping; yes preparation was performed outside the body. It was deployed with the catheter protruding from the tip of the farawave, and the flower was checked. The flower was shaped, and when the wire was tried to be pulled, it got stuck. It did not move even when pulled or pushed, and when the wire was strongly pulled, it was able to be removed, but the wire was torn. The wire was replaced again, and when it was inserted into the catheter, it got stuck, and the event was resolved by replacing the catheter and wire. Two wires and one catheter were defective. Generator used: unknown ablation catheter used: unknown other used: unknown